Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.0/2.0/172 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9:20-dec-2022. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).